Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that prior to a vitrectomy procedure a system message was displayed. The surgeon also noted that during the vitrectomy there was residual aspiration. The case was completed without harm to the patient.

Manufacturer narrative:
The company representative did not indicate finding any issue related to the reported events. The fluid cylinder assembly was replaced as a preventive measure. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 31, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).